Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy ¿ birth ¿ complication') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no" and device ineffective "device ineffective". On (B)(4) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(4)2009. At the time of the report, the device dislocation, dyspareunia, menorrhagia and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, dyspareunia, menorrhagia and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: pregnancy birth complication. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : dyspareunia, menorrhagia, pregnancy with contraceptive device, device ineffective, migration, device monitoring procedure not performed. Patient demographic added, essure insertion date updated and removal date added, essure indication updated. Lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.